Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and did not duplicate the error. The ventilator passed self-tests.

Event description:
It was reported that, on start up, an 840 ventilator generated a procedure error message. The ventilator was not in use on a patient at the time the event occurred.